Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Following is per complaint form. Pending further clarification as language is unclear. "Both occurences happened on two different patients but with similar outcome, the stents are deployment perforated near the rectum sigmoid junction. The surgeons had to remove them using snare and use injection to stop any bleeding. Perforation occurred on the next day after procedures done on each patient(s). " [clarification to above complaint description, (B)(6) 2022]: after deployment, the stent broke and caused perforation near the rectum sigmoid junction? The stent didn¿t break, it migrated & caused perforation near the rectum sigmoid junction of the patients. The surgeons had to remove the broken stent using snare and use injection to stop bleeding? The surgeon had to use a snare to take out the stent, the stent was not found broken. Due to the perforation, bleeding happened so it was overcame with injection to stop it. The bleeding caused by broken stent or original clinical condition of patient? The bleeding was caused by the migrated stent that further led to perforation. No any stents were reported as broken. Perforation near the rectum sigmoid junction occurred next day of procedure? Upon monitoring the patient, a scope was inserted the next day after the ercp and the stent was found migrated and perforated. Lastly, any information on status of patient after procedure? The patients are well, another ttso stent was placed (on each affected patient) and no any complications were reported. The claim form indicates additional procedure was not required, so patient didn¿t require anything else despite the unsuccessful stent placement? No, except the injection to stop bleeding and then placement of another stent. Per complaint form: device remained inside patient's body? No. Required additional procedure due to this occurrence? No. Any adverse effects on patient? No. [Update on patient outcome, (B)(6) 13 jan 2022]: lastly, any information on status of patient after procedure? The patients are well, another ttso stent was placed (on each affected patient) and no any complications were reported. Patient details not given. ((B)(6), (B)(6) 2022).

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
Device evaluation: 1 x ttso-10-10 of unknown lot number was not returned to cirl for evaluation. Documents review including IFU review: prior to distribution all ttso-10-10 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records could not be completed as the lot number is unknown. It should be noted that according to the instructions for use (ifu0045) that the potential complications associated with ercp "include, but are not limited to: pancreatitis, cholangitis, aspiration, perforation, haemorrhage, infection, sepsis, allergic reaction to contrast or medication, hypotension, respiratory depression or arrest, cardiac arrhythmia or arrest. Those associated with biliary stent placement include but are not limited to: trauma to the biliary tract or duodenum, obstruction of the pancreatic duct, stent migration." There is no evidence to suggest that the user did not follow the instructions for use. (Ifu0045) root cause review: a definitive root cause could not be determined from the available information. However, as per the instructions for use, migration and perforation are known complications. Summary: complaint is confirmed based on customer testimony. According to the information reported, the stent was removed with a snare and the patient received an injection to stop any bleeding. The patient is reported to be well since and another stent was placed without any complications. Complaints of this nature will continue to be monitored for potential emerging trends.